Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat abnormal bleeding and menorrhagia. It was reported that the patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. It was reported that the patient underwent posterior repair with mesh and perineoplasty on 4/29/08 and excision of exposed mesh and perineoplasty on (B)(6) 2008. It was reported that patient had ovarian surgery in 2010, 2012 and 2013.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat abnormal bleeding and menorrhagia. It was reported that the patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. It was reported that the patient underwent posterior repair with mesh and perineoplasty on (B)(6) 2008 and excision of exposed mesh and perineoplasty on (B)(6) 2008. It was reported that patient had ovarian surgery in 2010, 2012 and 2013.

Manufacturer narrative:
It was reported that patient underwent urethrolysis, rectolysis, enterocele and posterior repair using vicryl sutures and mesh removal on (B)(6) 2013 due to chronic pelvic pain and mesh erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, frequency and urgency.